Manufacturer narrative:
Batch review performed on 18 april 2016: (B)(4). Not yet received.

Event description:
During surgery the surgeon attempted to screw the screw into the femoral component. The screw would not go in. The surgeon took a mallet and tried to hammer the screw in a little bit, and then screw it in the rest of the way. After hammering the screw, the screw and/or the screw hole became stripped and thus unusable. The surgeon used a new post to complete the surgery successfully. X-rays are not available. Explants are being returned.

Manufacturer narrative:
On 20 june 2016 it was prepared a final report with the information already submitted in the initial report. On 21 june 2016 the report was sent to the initial reporter and the case was closed.